Event description:
The customer tested his blood glucose using his contour usb meter and received a reading of 583 mg/dl. He retested using another meter and received a reading of 96 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New strips were sent to the customer and he is expected to return his strips for eval.